Event description:
It was reported that, after a primary tka on (B)(6) 2021, the patient felt pain and instability of knee. Due to this, a revision surgery was performed on (B)(6) 2021. The surgeon said the devices were not defective. Journey ii insert xlpe dd rt sz 1-2 13 mm was revised. The current health status of patient is unknown.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that this case reports that a revision surgery was performed due to pain and instability of knee. Per email communication, the requested x-ray and surgical reports are not available. However, it was reported that the surgeon stated the device was not defective. Therefore, neither the clinical root cause of the pain and instability nor the patient impact beyond the revision can be determined. Due to the limited information provided, a thorough assessment cannot be performed. Should additional clinically relevant documentation become available, the clinical/medical task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.